Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead exhibited a sudden increase in pace impedance measurements several weeks after experiencing a fall. Though no damage was initially noted to the system resulting from the fall, information was received after discovery of the high impedances indicating the patient had been experiencing pocket stimulation immediately following the incident that they described as a "funny feeling". The patient presented for follow-up at which time no evidence of noise or other abnormality was observed while performing arm maneuvers and isometric testing. During a threshold test the patient reported experiencing the previously mentioned sensation and pocket stimulation was visualized. As such, the physician suspected lead insulation damage to be the cause of the pocket stimulation and high impedance measurements. A revision procedure was later performed, prior to which the leads were tested and out-of-range rv pace impedances continued to be observed in addition to pocket stimulation. The competitor lead was replaced as was the ICD as there was concern over possible damage incurred during the patient's fall. No adverse patient effects were reported.